Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level has been going high and low. The customer mentioned that the evening prior he may had eaten too much and blood glucose rose, he gave himself insulin and it did not go down. Blood glucose value was 350 mg/dl. Then, at night his blood glucose was in the 50 mg/dl range which he treated with food. During troubleshooting for low blood glucose, the customer stated the drive support cap is recessed and the device was not exposed to a magnetic field and he was disconnected during prime. The customer did not find air bubbles or insulin leaks. The customer stated the tubing had discoloration near the insulin pump. No other issues were found during troubleshooting for high blood glucose. Customer stated he would change the infusion set.